Manufacturer narrative:
On (B)(6) 2016: multiple attempts made to follow up with the customer, however no further information was provided. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a new cartridge, however tandem technical support could not confirm. The customer felt the pump was not working. The customer was unable to lower blood glucose (bg) levels (450 mg/dl) and delivered correction bolus to manage bg level. The customer was admitted in the hospital on (B)(6) 2016. The customer was treated with insulin through intravenous (IV). Reportedly, the customer used u-500 insulin in the pump. Although requested, no further information was provided.